Event description:
It was reported that a spectrum infusion pump while being used with a clearlink system continu-flo solution set displayed a "downstream occlusion" alarm. The clearlink set had a breach in the tubing above the first y-port and leaked normal saline. This was observed during patient infusion. The tubing was disconnected and a new set was primed and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed that there was a cut or slice in the tubing. The reported condition was verified. The cause of the condition could not be determined from the photograph, however, some possible causes could be due to a gripper on an automatic assemble machine, a blade in the extrusion process of manufacturing or caused by the customer during handling of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.